Event description:
It was reported a post procedural thrombus occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination in march 2023 a mobile thrombus was identified via transesophageal echocardiogram (tee) on the surface of the closure device. The thrombus was noted to be biased towards the limbus. The prescribed medication regime was changed from apixaban to warfarin. No patient complications were reported.